Manufacturer narrative:
The t:slim g4 user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted quickly and subsequently shut down before customer could plug it into a power source to charge. The customer reported an elevated blood glucose (bg) level of 300 (mg/dl) and delivered an insulin injection to treat elevated bg levels. During troubleshooting with tandem technical support, a review of the pump data showed pump annunciated a "very low power alert" prior to going into storage mode. Customer was guided through the process of confirming all pump settings were accurate. Recommendation was made to charge the pump at least 15 minutes daily to avoid low battery power.